Manufacturer narrative:
(B)(4). Evaluation findings of fiber tip detached. Evaluation findings of fiber broken within the connector. One accumax 200 laser fiber was returned for evaluation. Visual examination revealed that there was no exposed glass tip remaining. There was no damage noted along the body of the fiber. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. Additionally, light was unable to travel to the fiber within sma connector to illuminate it indicating that the fiber was broken within the connector. As result, no aiming beam was visible and effective transmission was not measured. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on june 22, 2016 that an accumax200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was attached to the laser unit and there was no energy coming out upon activation. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be with "no consequences."